Event description:
Customer reached out to saalt on 5/7/2019 letting us know they were having difficulty with removal. Saalt responded within 10 minutes of receiving that email and provided removal tips and our phone number to call for assistance with removal. We never received a phone call from the customer. On 5/8/2019, the customer let us know she ended up going to see the doctor to have the cup removed. We followed up with additional questions and heard back on 6/6/2019. The customer had been a first time cup user and the attempt to remove the cup was first thing in the morning. The doctor discarded her cup at the doctor's office. Customer asked for us to send her a new cup to try again in the future.